Event description:
During right ureteroscopy surgery, the surgeon noticed that a small metal object fell out of the flexible ureteroscope. The metal piece was retrieved with no pt problems being reported.